Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was intended to be implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm.  It was reported that during the index procedure, when entering the delivery system,  the tapered tip could not advance. The delivery system was removed and it was discovered there was a defect on the tip, which was creating an obstruction. An alternative stent graft was used to complete the evar instead.  No cause was reported.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was reported that the delivery system/device was inspected prior to use and prior to insertion into the patient with no visible defects. The cause of the defect is unknown film evaluation summary: the reported difficulty to position the delivery system could not be assessed on the pre-implant films received; therefore, the cause of the event could not be determined. Procedural angiograms showing attempts to deploy the device were not received for thorough analysis of the event. It is possible that the diameter of the external iliac arteries in conjunction with the mild calcification and vessel tortuosity may have contributed to issues with positioning the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that no sheath was used during the procedure and instead it was blunt introduced at the start for introduction of the main body. Necessary force was used when retracting the device in combination with the non mdt closure device (pro glide abbott). It is believed the problem was the delivery system. Device evaluation summary: five (5) photographs were received from the account. One (1) photo of the shelf carton confirmed the customer facing number (cfn) and batch number as reported. Four (4) photos confirm deformation with material lifting on the proximal end of the taper tip. Bunching was visible to the graft cover tip. Review of the photographs confirm the reported positioning difficulties. The device returned with the external slider in the home position. The backend wheel was in the slightly forward position. Deformation and material lifting was observed on the proximal end of the taper tip. Bunching was observed to the graft cover tip. The reported positioning difficulties were confirmed through analysis of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.